Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being reported under the same MFR number. Results and conclusion summation - allergic reaction is a known possible outcome of coronary stenting procedures, and listed in the xience IFU as a potential adverse event. The IFU states a contraindication to use the xience in pts: "with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. "No note was made that the pt had any known allergies which could have been related to the xience v stent. A cause for the allergic reaction and the relationship to the product cannot be determined.

Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction has caused or contributed to pt injury previously. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008 with predilatation performed prior to stenting. Two xience v stents were deployed, one stent in the lmca and the other in the distal cx. No procedural complications were reported. Post procedure in the next day, the pt complained of itching in the groin. A rash was noted on the bilateral groins, lower back, and right breast. It is unknown if these symptoms are related to the index devices; however, treatment for the rash was medication and the symptoms were resolved prior to discharge about 6 days later. No additional event or pt info is available.